Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. They reported that since an unrelated surgery they had, they've been retaining fluid and weren't urinating to their capacity. They were put on medication and they were still not getting rid of the fluid. They were sent home before they urinated post operation and were sent home with a catheter which was in from (B)(6) 2024. The patient was able to successfully change programs and increase stimulation to a comfortable level. They were redirected to their doctor if the issue persists. On 2024-aug-12 additional information was received from the patient representative. They reported that when they had changed the program last time to 2.8 on program two, it was on that for a few days, but then the patient said it was hurting them. On (B)(6) 2024 they change the settings back to program 1 at 3.7 and the patient said they didn't feel it pulsating like it was feeling better. They said, they think on wednesday ((B)(6) 2024) the patient was walking down a step and felt something explode and was having pain in the groin area and it hurt when they were getting up or down. It was unknown if it was related to the device. They were redirected to their doctor.